Event description:
Reporting status: serious injury medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that four days following a percutaneous transluminal coronary angioplasty (ptca), where two stents (one a promus and the other from another company) were deployed in the left anterior descending (lad) and the diagonal, the pt experienced severe chest pain. At the hospital, the tests showed positive troponin, EKG changes, st elevation and a myocardial infarction (mi) in the lad segment. The pt also suffered from an undiagnosed fever. The doctors performed an angiography that showed that the stents were completely occluded. They tried to open it, but the guide wire wouldn't cross. After many attempts, they decided that it would be better to leave the pt on medical therapy. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.